Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4) creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production. Investigation ongoing.

Event description:
Hamilton medical ag received the following event description: it was reported that during ventilation, the device generated tf5505 and it was also mentioned that the hard keys are also not responding as easily as they should. No heath consequence or impact.

Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4). Follow-up 1: investigation outcome. It was reported that the device generated tf5505. Additionally, it was stated that the hard keys were not responding as expected. No patient harm occurred.. Hamilton medical ag received the logfiles of the device for analysis. Upon review of the logfiles, the reported issue could be confirmed. The device alarmed with tf5505 on the day of the event. Tf5505 indicates that the tank pressure is above 550 mbar for 50 ms, indicating that a mixer valve is leaking or the tank overpressure valve is defective. The mixer valves were replaced to address the technical fault 5505. Furthermore, the ip key and led board was replaced to resolve the reported hard key responsiveness issue. Following these replacements, the device worked as intended. Hamilton medical ag considers this case closed.